Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Report received from (B)(6) states: "used in combined procedure. Functioning well up to 5000cpm. Surgeon removed cutter, approximately twenty minutes later reinserted at which time cutter did not cut vitreous thus causing traction on retina (cutter was not bent). Cutter was replaced to continue the procedure." Additional information has been requested but not received.